Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/reported contacted lifescan alleging that a one touch ultrasmart meter was powering off during use. The medical surveillance specialist (mss) spoke to the reporter on june 22, 2009, and was able to obtain/verify limited information. According to the reporter, she believes the patient tests her blood glucose 3 times a day before meals. She was not sure if the patient also tests her blood glucose after meals. The patient also manages her diabetes with insulin. However, the reporter did not know the details of the pt's insulin regimen. The reporter alleged that the meter issues started on an unspecified date/time during the first week of the previous month. She did not know what actions the pt took in response to the meter issue. On an unspecified date/time during the first week of original month, the reporter claimed that the pt developed symptoms of shakiness and dizziness. The pt did not test her blood glucose on another device during the time of concern. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what actions the pt took in response to the alleged meter issue, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know if the pt was able to test her blood glucose during the time of concern. While speaking to the one touch customer advocate (otca), the reporter was able to turn the meter on without the device powering of during use. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury about a month after the alleged meter issue began.